Event description:
The event was reported as aortic endocarditis, source unknown and aortic regurgitation. Patient had previous back pain & spinal stenosis with some type of infection; could possibly have been source of the infection; however, this was unconfirmed. No futher information was provided.